Manufacturer narrative:
Information was received that the patient was removed from the ventilator and manually ventilated before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No patient information was available. The biomedical engineer was not able to duplicate the reported issue. The biomedical engineer reported that the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The unit was return to use.

Manufacturer narrative:
Report date: 01oct2021.

Event description:
It was reported that the ventilator restarted on its own. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and in the ventilator diagnostic logs found error code indicating ventilator restarted. The investigation is ongoing.